Event description:
Physician reported "implant rupture and capsular contracture - baker grade ii". Confirmed by MRI. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, adenomegaly, capsular contracture, baker grade ii.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade ii." Confirmed by MRI. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, yellow particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.